Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. A mitraclip xt was inserted and advanced above the mitral valve. However, while attempting to open the clip, and after unlocking the clip, the clip jumped away from the pin. The clip was no longer able to control and had to be recovered outside from the guide over the septum. The clip was removed from the patient. The procedure was discontinued with no clips implanted. There was no clinically significant delay in the procedure.